Event description:
The sales representative reported that in 2008, during an alif or plif surgical procedure, a piece of metal snapped off the handle of the kerrison ronguer. The pieces were recovered from the surgical wound by the surgeon and the surgical procedure continued with minimal delay. The surgeon was able to complete the case with a hosp instrument. The pt is a male.

Manufacturer narrative:
Product is an instrument, and is not implantable. Evaluation is pending.